Event description:
A copy of an autopsy report obtained by the initial reporter was rec'd by shiley. According to an informal translation of an autopsy report forwarded with the autopsy report, the pt died suddenly due to the inability of blood to circulate due to the fracture of the bjork-shiley convexo-concave mitral heart valve. The autopsy report indicated that "the [bjork-shiley] valve was missing the frame which was supposed to hold the disc in place was broken. Inside the stomach at kidney level was the valve's disc and broken frame..."